Event description:
It was reported that during a hospital visit, the pacemaker was interrogated and found to exhibit myopotential oversensing noise on the right ventricular (rv) and right atrial (ra) leads. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Ts confirmed the oversensing noisy signals and unipolar sensing on the rv and ra leads. It was noted that both leads were non-boston scientific products. Ts recommended for an office visit for further evaluation. At this time, the pacemaker system remains in service. No adverse patient effects were reported.